Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a week ago on thursday the patient had an episode where they passed out and ¿lost 4 hours¿ of their life. The patient fell, hit the tile floor, and landed on their butt. Since then, the patient has had lower back problems, a problem with the left side of their stomach where it feels like a knot, and the left side of their hip. Now the patient was having a really hard pinching feeling above the implantable neurostimulator (ins). This pinching started 2-3 days before the report. Per the consumer, the pinching feeling was unbearable. The ins had been sore to the touch for a long time. It was noted that the patient just went to the dentist and was just moving all around because they could not sit still. The patient was going to be going to a health care provider (hcp) on the day of the report (B)(6) 2018 for their hip and stomach. They did not have a managing hcp for their device. Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-16 reporting that the patient fell on tile and passed out. The implant site had been sore a long time. The implant was bulging because the patient had lost weight. The health care provider (hcp) sent the patient to have an x-ray to look at the implant site. The consumer reported that they hoped the hcp would then talk about fixing it in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient it was reported was looking for manufacturing representative (rep) to reprogram their implantable neuro stimulator (ins) on (B)(6) 2018. Patient stated that they have been losing weight since 2012 because they got gastric bypass. Patient lost more weight since then and it feels like the ins is bulging out of her and it hurts. Patient said that it hurts because the ins is bulging out. Patient did not know when she first noticed the ins was bulging out of her. Patient reported feeling tender and pinching feeling. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2018-mar-09. It was reported that the felt pinching and soreness at the implantable neurostimulator (ins) site due to them losing weight. Impedance measurements were within normal limits and they were being referred to a medical doctor for evaluation. Surgical intervention did not occur, and it was not planned. There were no further complications reported or anticipated.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient believed that the wires moved about a year or two prior to the report. Starting within the last year, the patient is not getting therapy in certain areas that she should be getting therapy. The patient had gastric bypass surgery and has lost a lot of weight in the last year. The implantable neurostimulator sticks out, and sometimes it ¿tightens.¿ the patient was redirected to her health care provider for programming. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Additional information regarding manufacturer report # 3004209178-2019-02039 will now be captured in this manufacturer report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was recovered from overdischarge, but the patient noticed a substantial difference in charge depletion since recovering the ins. The results of the imaging study were not communicated to the rep, but the healthcare provider (hcp) suggested a revision and the patient is scheduled for a surgical consult for revision. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient also mentioned that their stimulation has moved. It used to be under her breasts/ribs and now it's around her hip. The caller thinks she needs the ins battery and leads replaced. No further information was reported.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had a severe fall about eight months prior to the report when she noticed her coverage change. The patient¿s battery has been in an overdischarged state for over four months. The patient did not bring her recharger with to the appointment, so a physician mode restart could not be performed. The patient is scheduling another appointment to have the device jumpstarted and then the patient will be sent to imaging for evaluation of the lead. At the time of the report, the issues were not resolved. Surgical intervention was not planned or performed. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient has a stimulator in left hip and can't use it. It has been off the last 2-3 months because the wires have moved and the stim doesn't hit the right spot. It used to go underneath her breast to her toes, now it doesn't even do that. It has been going on for a while 2018 (thinks the end of november). Patient lost her dad and has to take care of her mom so she hasn't been able to deal with it. Patient can charge it up and use it. Patient had tried different programs and adjusting it and didn't help. Patient doesn't have a doctor that manages the device. Patient has an appointment on 7/10 with the pain clinic. Since they replaced it the stim has not been hitting the spots it should. Patient got in touch with a rep a couple months back (last of december 2018) and set up an appointment and he checked it out. Rep did one or two adjustments. No further complications were reported/anticipated.